Event description:
At 0824, IV pitocin was set up at a rate of 2mu/min in guardrails. At 0825, the nurse noted that the pitocin was freeflowing to the patient. The nurse disconnected the tubing from the pt and turned the pump off. The pitocin continued to freeflow out of the IV line and on to the floor. The pt experienced hypertonic contractions that lasted a total of 6 minutes. Fetal heart rate decelerated from 130's to 70's. At 0827, pt was positioned on her left side and a bolus of normal saline was given. At 0828, oxygen placed on pt and position changed to right side. At 0831, the contractions eased in strength and the fetal heart rate returned to the 130's and baselined. Although requested, no further pt or event info was available.

Manufacturer narrative:
Patient information requested and all available information is included. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant information. A copy of the user facility medwatch was received.